Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Event description:
It was reported that the patient had high impedances on both leads as a result the patient lost effective therapy. Surgical intervention was undertaken on (B)(6) 2024 to replace the leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.